Manufacturer narrative:
This complaint was initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Lifescan (lfs) received and further evaluated product returns for the complaint summarized in this report. The test strip samples received for this complaint failed testing with the reported issue being confirmed. The closure seal was incorrectly positioned. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event(s). A review of the event(s) indicated that the ot ultra test strips experienced a closure seal issue. It is not known if the patient was male or female and there is no age or weight data available